Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had drawer failure and unable to open. The customer stated that they were unable to access the medication from the affected cubie, and they had to access the medications from another pyxis station, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had drawer failure and unable to open. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 18-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 3.2 failed to open. A field service engineer found legacy half height cubie drawer was not detected on bus, replaced retractor band, module board and several parts and removed all cubie pockets but the issue persisted. Further, the engineer shutdown the device, replaced the motherboard and rebooted the device to resolve the issue. The system functioned as intended after the field service engineer repaired the device.